Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's scs lead was fractured. Subsequently, the patient underwent surgical intervention to explant and replace the lead. The patient has full paraesthesia stimulation post-operative. Product will not be returned.